Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded artefacts episodes and an x-ray was performed on ap and 90-degree position. Additionally, artefacts were able to be reproduced. The plan is to replace the device and electrode or reposition the system in the next few weeks. Subsequently, the s-ICD system was explanted and replaced. There were no additional adverse patient effects reported. The device and electrode will not return for analysis and remains in the possession of the patient.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded artefacts episodes and an x-ray was performed on ap and 90-degree position. Additionally, artefacts were able to be reproduced. The plan is to replace the device and electrode or reposition the system in the next few weeks. Subsequently, the s-ICD system was explanted and replaced. There were no additional adverse patient effects reported. The device and electrode will not return for analysis and remains in the possession of the patient.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.